Event description:
It was reported that this pacemaker was suspected to exhibit atrial channel oversensing of ventricular signals. The device provided atrial tachy response (atr) as a result. Technical services (ts) reviewed device data and observed the cycle length was variable unlike other atr's provided by this device. Ts couldn't determine the cause of the event from device data. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.